Event description:
The instrument was used during an exploratory laparoscopy/colon resection. It was reported the pt was originally operated on 12/3/96 and was re-op'd on 12/4/96. Surgeon located a leak in small bowel staple line of the tl60 used the day before. Fluid was found in the peritoneal cavity. Surgeon sutured it closed/oversewed. Surgeon stated to rep he didn't dial down far enough.